Manufacturer narrative:
Patient identifier - requested, not provided explanted date: device was not explanted occupation- lab manager. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal evolution was used and two hours post-operative there was a hematoma formation. The type of procedure being performed was a gi bleed embolization. There was no blood loss. Manual compression was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: ''bleeding or hematoma - apply light digital or manual pressure to the puncture site, if manual pressure is necessary, monitor pedal pulses.' The complaint could be confirmed for hematoma since a hematoma was observed as per allegation. Manual pressure was applied and no further issue was experienced. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.